Event description:
It was reported that a patient presented with a loss of capture on their left ventricular lead. On (B)(6) 2021, the lead was capped, and a new lead was inserted in its place. The patient was described as stable.